Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the stent had already come off the balloon when removing the multi-link 8 from the dispenser coil. It was confirmed that the stent was found in the protective sheath. Another multi-link 8 was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure due to inadvertent mishandling during removal from the protective coil and/or preparation of the device. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.